Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed broken assessed as surgical damage.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported left side "implant [deflated] just trying to pull the implant out". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; left side exchange due to contralateral deflation, left side deflation occurred during explant surgery

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported left side "implant [deflated] just trying to pull the implant out". Device has been explanted and replaced.